Manufacturer narrative:
The device was not returned to the MFR for repair. The svc record indicates that the device is 20 years old and has been in one time for repair on (B)(6) 1997 for a non related issue. The investigation was unable to determine a cause of the reported complaint as the device was not returned for eval. This is a re-usable device, subject to normal wear and tear, and has not been returned for svc or preventative maintenance since (B)(6) 1997. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
Add'l clinical f/u (cfu) indicated that the device skipped over some of donor site area and then went deeper than expected. No suture repair required. Initial donor wound site dressed. Obtained alternate available device to complete planned procedure, an add'l donor site needed to be harvested. The rn stated there was no increase in surgical time when asked during cfu.